Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant, due to intermittently low out of range shock impedance measurements, less than 20 ohms. Ts recommended trouble shooting options. The physician elected to replace the crt-d and not the defibrillator lead. A new device same model was successfully implanted. No adverse patient effects were reported. This crt-d has not been returned for analysis. If this product is received, this report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant, due to intermittently low out of range shock impedance measurements, less than 20 ohms. Ts recommended trouble shooting options. The physician elected to replace the crt-d and not the defibrillator lead. A new device same model was successfully implanted. No adverse patient effects were reported. The crt-d has not been returned for analysis. If the product is returned, this report will be updated upon completion of analysis.